Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg) model. The patient presented to the emergency department feeling ¿unwell with weakness and shaking.¿ tests were done with no abnormalities. Approximately one hour after the tests were done, the patient was found ¿unresponsive.¿ cardiopulmonary resuscitation (CPR) was initiated and the patient was cardioverted. Medications were administered and adjusted. A few days later the patient subsequently was upgraded to a dual chamber implantable cardioverter defibrillator (ICD). The patient was discharged and during six months of follow up, the patient had not received any therapies from the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: torsades de pointes following clarithromycin treatment. Expert review of cardiovascular therapy. 2013;11(11):1485-1493. (B)(4).